Manufacturer narrative:
H3 analysis of the implantable neurostimulator (ins) revealed the ins passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient was experiencing shocks from the device. It was noted that they fell 4-6 months ago and experienced intermittent shocking/surges of stimulation. Troubleshooting was performed where lead impedance was checked and it was reported that all were within normal limits. The cause of the issue was not known. The patient also reported feeling discomfort/soreness/pinching/ache/pressure and worsening baseline symptom of urge incontinence. It was unknown if the issue was resolved but there was no adverse outcome to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.